Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is having power issues (does not turn on and unit powers off during use). The patient claimed that the power issue (unit powers off during use) first occurred about 2 days prior, before he started feeling "hi." As a result of the reported issue, the patient increased his oral diabetes medication to 1 pill of metformin per the advice of a healthcare provider. In the next day, the patient could not turn the subject meter on. Sometime after the power issue (does not turn on) began, the patient started to have symptom described as "increase urination." The patient did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the patient did not test on any other device at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was not resolved. Although there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the patient claimed he had symptoms that were suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.